Manufacturer narrative:
(B)(4). Per srt, the guts would rotate 180 degrees before the pump stopped, the base beeped and the roller pump displayed the error message. The encoder cable was reseated to the encoder and the roller pump pod. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routing testing of the device at the service center, the roller pump displayed a "stopped: motor error" message. There was no patient involvement.